Event description:
Additional information was reported that chest x-rays, taken during the implant procedure, were reviewed. The x-rays confirmed that the lv lead was under-inserted in the device port. This information was provided to the sales representative to communicate with the physician. Currently, this device and lead remain implanted and in service.

Manufacturer narrative:
The lead and device remain implanted and in service. There were no reports of any revisions to be performed for this case and it was indicated previously that the patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implantation of this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead, the initial lead measurements tested on the pacing system analyzer (psa) were within normal range in a bipolar configuration. The crt-d was programmed in this configuration and connected to the lv lead. Once the crt-d was in the pocket, lead measurements were tested on the device. It was noted that the pacing impedance measurements on the lv lead were above 3,000 ohms and there was no capture at 5 volts. An x-ray was performed to check the connections and the crt-d was removed from the pocket for visual inspection. No obvious connection issues were noted. The lv lead was disconnected from the device and tested again on the psa. All measurements were in normal range, and the lv lead was reconnected to the crt-d. Again, lead measurements were taken on the crt-d and once again, it displayed an above 3,000 ohms pacing impedance measurement and no capture at 5 volts. The lv lead configuration was changed, and the pacing impedance measurements were 800 ohms, with the pacing threshold measurements at 2.2 volts. The pocket was closed and lead testing was again performed; however, it was noted that the pacing impedance measurements on the lv lead were high and there was no capture. The sensing configuration was changed a second time and the crt-d and lv lead remain implanted and in service. No adverse patient effects were reported and the patient will continue to be closely monitored.